Event description:
Tech alleged that the head section was not going down. No pt impact.

Manufacturer narrative:
Tech found the head section was not going down due to the right gas spring not working properly. The tech resolved the issue by replacing the right gas spring.